Event description:
The customer reported that the system was displaying milli-amp and kili-volt errors. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on-site investigation. The generator and the filament driver and the igbt snubber boards were replaced. The generator and filament circuits were re-calibrated. The system was tested and operates as intended.